Event description:
It was reported that a patient felt a shock while receiving assistance to turn therapy off. The patient wanted to turn therapy off for her pregnancy and was concerned with pregnancy and the use of the device. The cause of the event was not device related. There were no problems with the device itself and no resolution of symptoms. The patient did not have 50 percent or greater symptom reduction. The patient was not recovered and the issue was ongoing. The patient was considering other options for urinary symptom relief.

Manufacturer narrative:
Product ID 3093-28, lot# va0ahln, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).